Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with the right ventricular lead exhibiting high capture threshold. The lead was programmed at higher output to ensure capture. On (B)(6) 2020, the patient presented to the hospital for a lead revision procedure. Prior to the procedure, the capture threshold was measured at a lower acceptable range. However, the physician elected to continue with the procedure and the lead was explanted and replaced. No patient symptoms were reported and the patient remained in stable condition.